Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported out-of-range total human chorionic gonadotropin (total hcg) quality control (qc) results on the atellica im 1300 analyzer. Additionally, the customer reported that a falsely elevated total hcg result was obtained on a patient sample on the same instrument. On the day that the erroneous result was obtained, the customer had two invalid calibrations.  A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and ran five replicates of qc; qc recovered within acceptable ranges. The cse also resolved a malfunction reagent water pump and replaced the reagent probe 1 (rp1) tubing, wash station 1 (ws1) probe, and two vacuum regulators. Additionally, the cse adjusted the vacuum, collected water for testing, performed bacterial cultures of the water samples, performed alignments, and successfully ran autocheck and service method tests. The cse also ran qc, which recovered acceptably. The customer also performed a precision study to clear residual air in lines. The cause of the falsely elevated total hcg result is unknown.  The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, and sample recovered lower. The repeat result matched the negative urine pregnancy test and was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg result.